Event description:
Litigation papers allege the patient suffered injuries including, but not limited to, severe pain and suffering, which resulted in emotional distress and a loss of enjoyment of life, due to the knowledge that she could at any time be subjected to further injuries associated with the device, as well as by the knowledge that she might be advised to undergo additional surgery to correct, remove and/or replace the device.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.